Manufacturer narrative:
Annex e codes e1033 and e2401 were selected as no specific patient health problems were reported. Considering the minnesota tube's intended use for temporary control of bleeding esophageal and gastric varices, these codes were assessed as the most appropriate based on the information available at the time of evaluation. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the esophageal tamponade tube was unable to remove the plastic plugs so the tube could be fully assembled and immediately available for use during a life-threatening variceal hemorrhage, doing so under clean process in central processing to be wrapped and sterilized post assembly. Because this device was extremely time-intensive to assemble in an emergency, they made the decision to have it preassembled under central processing by a physician so it could be deployed without delay. Despite following the manufacturer's recall instructions, our physician spent approximately one hour trying to remove the plastic plugs without success. Frankly, they discovered this defect only by chance during our preparedness process. Had this first been encountered during an actual emergency, the device would have been unusable while a patient was actively bleeding. That represents a significant patient safety concern. 2 serious injuries and 1 death have already been associated with this issue.